Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited out of range pacing impedance measurements of greater than 2500 ohms. The medical personnel inquired if the ra lead was surgically abandoned. Boston scientific technical services (ts) noted that our records indicate the ra lead is in service and there is no indication that the lead is out of service. It was noted that the crt-d had been programmed to only pace and sense in the ventricle. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the other manufacturer that their records also indicate the right atrial (ra) lead remains in service.